Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of locking his keypad while attempting to locate his las bolus history. Customer's blood glucose was 50 mg/dl due to customer not knowing blood glucose amount which resulting in over-bolus from guessing. Customer was advised not to do this and received assistance and was educated on unlocking screen display. Customer treated low blood glucose with juice and declined further assistance.